Event description:
Device issue: none. Adverse event: instent restenosis. Time of adverse event: nine months post procedure. It was reported via a trial that on (B) (6) 2009, the pt underwent stenting of the predilated distal left anterior descending artery with one xience v stent. On (B) (6) 2010, the pt's 9 month follow-up angiography, instent restenosis was identified that required revascularization with percutaneous coronary intervention. The pt's condition stabilized and was discharged on (B) (6) 2010. There was no adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was returned. The lot number was identified. Review of the device lot history record did not produce any findings relevant to this report. Angina and restenosis are known adverse events as listed in the xience v instructions for use and no fault risk assessment matrix. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.